Event description:
Reporter states that she had essure put in b)(6) 2014 and since then she has and continues to experience prolonged and irregular menses, anemia as a result of too much bleeding, excessive fatigue, excruciating pelvic pain especially upon bending, muscle pain, rashes, allergic reactions, itching all over body and weight gaining. According to reporter, her dr accuses her of being influenced by friends and that her complaints are as a result of too much self inflicting stress. Reporter says she saw her primary dr who has scheduled a visit for her with another dr in a couple of weeks from now. Reporter says she can't wait to have her life back and pleads with FDA to react to this unbearable sufferings by women.